Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of an instrument and a reload. The instrument was received engaged with the reload. Instrument retract knobs were slightly advanced and the articulation lever was in neutral position. Visual examination of the reload noted that it was fully fired with the jaws clamped and the I-beam was slightly advanced. The retraction knobs could not be retracted and, therefore, the reload could not be disengaged. Engineering removed the reload from the instrument and observed that the staple pushers were flush to sub flush throughout the cartridge surface and that there was excessive damage to an internal component. These observations are indications that the device was applied to tissue thickness beyond the indicated range for use. Further engineering evaluation also noted damage to the knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly and subsequent difficulty opening jaws after firing. The laminate variation was considered to be a secondary condition and has been addressed in current production. Replication of the deformed clamping mechanism, sub-flush staple pushers, and component damage may occur when the application is over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. It will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a vats lobectomy procedure, the stapler was fired across lung tissue but was unable to be opened after the firing was completed. A second stapler was opened and used to wedge out the reload that was locked on the tissue. Once the stapler was removed from the patient, the stapler was forced open. There was unanticipated tissue loss.